Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number please refer to MFR. Report number 2016493-2026-15241.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station screen went black intermittently when nurses attempted to retrieve medications from the fridge connected to that station. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station screen intermittently went black. A pharmacist was unable to replicate the reported issue. A field service engineer (fse) checked the smart remote manager (srm) latching, printed circuit board (pcb), and all cable connections were inspected and found to be secure. Repair verification was completed by testing through the hardware test application, and functionality was confirmed by pharmacist. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station screen went black intermittently when nurses attempted to retrieve medications from the fridge connected to that station. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.